Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the prestige grasper. During a procedure, it was noted that the instrument broke. A piece had to be retrieved from the patient. There was an unspecified delay; this malfunction did not contribute to a serious injury. Additional information was not provided, but has been requested.

Manufacturer narrative:
Manufacturing site evaluation: investigation: one atraumatic d/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The upper jaw has come free from the dual action housing and was not returned for examination. A small portion of the lug that retains the jaw within the dual action housing is missing. The sheath is bent/bowed. The device appears to have been repaired as shrink tubing has been applied to the sheath. The condition of the device indicates it was subjected to excessive forces during use. Per the device instructions for use 1061161 "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". No root cause related to the manufacture of the device can be established.

Event description:
Clarification was received: a staff member in sterile processing confirmed that the procedure in (B)(6) 2019 was laparoscopic, but could not recall patient data. There was no significant surgical delay, the piece was retrieved immediately, and there were no missing pieces.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going.

Event description:
Clarification was received: it was reported that there was no delay in surgery, no harm to the patient, and no intervention needed. All available additional information has been provided.